Manufacturer narrative:
(B)(4). D9: 31-473601. Item name: universal inserter/extractor. Lot# 258860. Unknown extractor. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02804. 0001825034 -2023 - 02797. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the threads on the biomet extractor were damaged when extracting the femoral stem. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the inserter having damage to the threads of the device along with marks on the shaft and indentations to the strike plate. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.